Event description:
User reported that the tubing was filled correctly, following the instructions for use, and they noted some air bubbles in the line. No adverse outcome to patient. Event occurred at hospital in another country.

Manufacturer narrative:
Evaluation: investigation: two of the warming sets were returned for investigation. Visual inspection did not reveal any nonconformances. A fluid test was performed and the fluid flowed freely through the path of the set, no leakage was observed. Small air bubbles were observed in the water path along the triple lumen tube. We have attempted to obtain further details of this event. The event occurred in another countyry, and we have not been successful in obtaining any further information. Review of the complaints database reveals no similar reports on this lot number. Review of the manufacturing records do not reveal any nonconformances that would relate to this report. A review of the instructions for use supplied with the warming set and the operators manual supplied with the fluid warmer reveals warnings which indicate the 'all air must be removed from the intravenous fluid lines before connecting to the patient. Failure to do so may result in introduction of air to the patient. Monitor intravenous fluid line to make sure it is air-free'. Root cause: root cause is not required because it was determined, based on the investigation, that the returned sets were manufactured within specifications. The small bubbles observed in the water path, along the triple lumen tube, are considered part of the nature of the product. It was also stated that there can be a small amount of air in the line due to surface tension when the procedure first start and that trained medical personnel familiar with the set should be knowledgeable about this. This report has been logged for trending.